Event description:
The unit did not provide an audio tone following the speaker upgrade (z-0664-05). There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but has not yet been received.